Event description:
Takeda employee is reporting a product quality complaint on behalf of an hcp. Caller states an advate's chambers locked up when trying to compound the medication. Available for return: unknown. Consent to contact reporter? Yes. Consent to contact other contact info? Yes. Dose (number): (B)(4). Dose (unit): [[iu]]. Dose number / unit: (B)(4). Dosage form: nr. (B)(6) 2025: takeda market surveillance (ms) called the reporter to request field sample availability. Reporter was unavailable detailed voice message left requesting callback. (B)(6) 2025: takeda (ms) called the reporter to request field sample availability. Reporter was unavailable detailed voice message left requesting callback. (B)(6) 2025: takeda (ms) received callback from reporter. Reporter confirmed no missed dose or delay resulted of this case. Field sample unavailable for return.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. During the manufacture of fuv advate lot taa24008a, assembled with baxjectiii device sublot tatb008a there were no nonconformities, failures or deviations documented in the batch record which could have contributed to the reported problem. A review of the monthly report ((B)(6) 2025) for advate was also performed relative to the subcategory " reconstitution difficulty". The complaint rate in 2023 was (B)(4) representing an increase to (B)(4) in 2024. The current 2025 complaint rate is (B)(4) per sales. D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.